Event description:
Healthcare professional reported left side device rupture. Healthcare professional later reported left side ¿a thin layer of fluid outside the implant¿, ¿two left axillary siliconomas¿, and "slight pain on the left side". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Reason for reoperation: rupture, "axillary siliconomas"; "layer of fluid outside the implant." Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b5, b6, d9, h3, h6, h11.

Event description:
Healthcare professional reported, left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1: postal code: (B)(6), continued e.1: phone number: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: a5, a6, b5, b6, b7, d6b, h6.

Event description:
Healthcare professional reported left side device rupture. Healthcare professional later reported "granuloma, creases, lymphadenopathy, and seroma-late." The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: h.6.